Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in the lens vial. Visual inspection found no visible damage to the lens. (B)(4)

Event description:
The reporter indicated that on (B)(6) 2017, the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -7.5 diopter, into the patient's right eye (od). On (B)(6) 2018 the lens was exchanged with a longer, different diopter lens due to "over-correction." "No patient injury" is indicated. The problem was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens, -7.5 diopter, into the patient's right eye (od). The lens was explanted. A longer, different diopter replacement lens was then implanted. "No patient injury" is indicated. Attempts to obtain additional information have not been successful.